Manufacturer narrative:
A field service engineer (fse) determined that the vacuum nozzle was not aspirating out all of the fluid. The fse cleaned the vacuum nozzle, completed a calibration, checked qc three times, and a precision check. All checks were passing. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The na electrode lot number is ajg52. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode (sodium) results from the cobas pro ise analytical unit. Sample (B)(6) the initial result was 151 mmol/l, and the repeat result was 141 mmol/l. Sample (B)(6) the initial result was 150 mmol/l, and the repeat result was 142 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because the sodium level 1 qc was out of range and erratic upon repeating.